Manufacturer narrative:
One (10/box) box of unused needles were returned to the MFR (MFR) and have been analyzed as follows: no burrs/barbs were noted during visual and microscopic examination of the returned devices. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR's analysis of the devices, the report that "the devices have barbs/burrs at the tips" could not be confirmed. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.

Event description:
On 09/30/1997, the facility's purchasing agent informed the manufacturer's (MFR) representative that the nurses have noticed the change in the packaging of this product. Additionally, he stated that the nurses have reported that the devices have burrs/barbs at the device tips and the patient's were complaining of pain during use of the devices. No further details were provided at this time.